Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door mechanism was adjusted and the rotor offset was calibrated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the door would not open. There was no patient present when this issue was identified.